Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was experiencing a jolting or shocking sensation. It was stated that on (B)(6) 2012 the patient was sitting and felt a 'shocking sensation' along her bra line on the left side where the connector is located. It was stated that the sensation 'got stronger and felt warm.' It was noted that the patient did not fall. The patient also noticed the implantable neurostimulator (ins) was depleting faster than normal. It was noted that the patient was implanted for migraines. The patient was scheduled to see her physician on (B)(6) 2012. It was stated that the recharger belt was broken. Three days later it was reported that the patient experienced a 'surging' sensation that began 'sometime' in the previous week. The sensation was described as 'focal and strong' at the lead/extension site and it only lasted about one minute. The batter was depleted 100% and needed to be recharged. The patient stated that she had just recharged the day before and typically has to recharge her ins every other day. There was no loss of stimulation, but there was a loss of therapeutic efficacy reported. There was no known accident or incident related to this issue. The following day it was reported that impedance tests were done and all impedances were 'within normal limits.' A recharge session reported 'normal coupling and recharge.' It was stated that stimulation was 'full functional' and the patient continued use 100% of the time. No further information was reported.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
Additional information received reported that the patient was having problems in (B)(6) 2013 with pain in the ¿hiney¿, so they met with a manufacturer¿s representative (rep) in (B)(6) 2014. The rep. Put them on a cycling program where the ins shuts on and off by itself. The patient reported they had some shocking moments this past (B)(6) 2014 while sitting on the bed.